Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that patient presented to the clinic for a device check showing p wave oversensing from the atrium. Patient was asymptomatic. Programming changes were made. Device remains implanted.